Event description:
There were two pencil erasure size burn marks on the surgical drape. The pt was checked for burns and the bovie handpiece was sequestered.

Manufacturer narrative:
The suspect device is available and will be shipped to conmed es for eval. A follow-up medwatch report will be submitted after the evaluation is completed.